Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer received emergency medical assistance due to low blood glucose in (B)(6) 2018 after (B)(6) with blood glucose in the 20 mg/dl range at the time of the incident. The customer was in a car accident due to the low. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was not available at the time of the call. The customer was on a specific medication that causes seizures. The insulin pump will not be returned for analysis.